Manufacturer narrative:
The reported event of no output pulse was not confirmed. The device was received in normal working conditions, with battery voltage at the beginning of life (bol) level. Analysis was normal. No anomalies were found. Total projected longevity based on field settings is 12.05 years which is also the remaining longevity to eri.

Event description:
It was reported that during implant procedure, the physician found no output pulse. The physician elected to use another device to complete the procedure. The patient was stable.